Event description:
The customer reported sparks coming from the severed power cord. The patient was on the mattress when sparks occurred. No injury was reported.

Manufacturer narrative:
The sparks observed at the power cord were caused by electrical arcing resulting from mechanical damage to the power cord insulation. Inspection conducted at the arjo service center confirmed that the power cord exhibited abrasions and tearing of the outer insulation, with localized exposure of the inner conductor insulation. This damage compromised the cord¿s insulating properties and created conditions conducive to arcing when the device was connected to the mains supply. Based on the photographic evidence provided and the observations documented by the arjo rental operations manager, the power cord damage is consistent with repeated external mechanical stress. Specifically, several lacerations were identified along the power cable in areas likely subjected to contact with the bed frame. The evidence indicates that the power cord was positioned in such a way that it was exposed to abrasion, pinching, and crushing when the bed frame was raised and lowered, leading to progressive degradation of the cable insulation over time. Contributing factors include improper routing and positioning of the power cord relative to the bed frame and surrounding equipment. External mechanical forces such as abrasion, snagging, crushing, or repeated bending during use, handling, or adjustment of the bed created sustained stress on the power cable that exceeded its intended mechanical protection. There is no indication of an internal electrical fault or manufacturing defect of the device or power cord materials. The instructions for use (therakair visio mattress replacement system, IFU 340750-ah, rev f, 06/2019 instruct that the power cable should be positioned to avoid damage and recommends routing the cable under the bed frame and connecting it to a mains wall socket located at the head of the bed. The IFU also states that the system should never be operated with a worn or damaged power cable and that a worn or damaged cable should be replaced by arjo or an arjo-authorized representative. Deviation from these instructions increased the risk of mechanical damage to the power cord during routine bed operation. Based on the above, the root cause of the sparking event was determined to be mechanical damage to the power cord caused by improper positioning and subsequent interaction with the bed frame during use, resulting in insulation failure and electrical arcing. To summarize, the arjo device was used for a patient treatment when the event occurred. The device did not meet the specification as the power cord was damaged. The complaint was decided to be reportable due to sparks coming from the power cord. The device is distributed outside the us and no gudid information exists.